Event description:
A consumer reported the implantable neurostimulator (ins) "wasn't working properly, it was more trouble than it was worth,&#55316;here were recharging difficulties, and the ins had to be charged 3.5 to four hours a day so they were never able to charge it up, so the ins was replaced. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.